Manufacturer narrative:
The device, intended for use in treatment, were returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with a partially detached implant. The implant is broken and hanging on the suture limbs at distal end. The inserter instrument was returned with the function switch set to the suture lock position. No manufacturing abnormalities were identified. During functional evaluation an attempt was made to test the basic functions of the instrument. The activation knob could not be turned and is blocked. Both suture limbs were completely reeled into the wheels. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the devices which could have contributed to the complaint event are outlined in the precautionary statements in the instruction for use ("IFU") provided with the devices associated with set-up and use of the instruments and include: misalignment of the device during insertion, applying excessive torque, improper suture loading. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the screw broke inside the patient, all the pieces were removed with tweezers. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.